Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully deployed and detached four ruby coils into the aneurysm. While attempting to advance another ruby coil, the physician met resistance, and upon manipulation, the ruby coil unintentionally detached. A micro-snare device was used to remove the ruby coil and the procedure successfully continued using new ruby coils. There was no report of an adverse effect to the patient.